Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to attach to the pen. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that a pen needle could not be attached to pen."

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to attach to the pen. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that a pen needle could not be attached to pen."